Event description:
It was reported that pump of this inflatable penile prosthesis (ipp) was flat, indicating a tubing break and fluid leak. Surgical intervention was performed and all components were removed and replaced. There were no patient complications.